Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode exhibited t-wave oversensing and oversensing of noise that resulted in delivery of inappropriate shocks in two separate episodes. It was noted that the smartpass feature had disabled due to suspected low r-wave amplitude measurements. The primary sensing vector was reprogrammed from primary to secondary. Subsequently, several untreated episodes were stored due to ongoing oversensing. The patient was reported to have an intermittent bundle branch block morphology. Technical services (ts) discussed troubleshooting and programming options. No adverse patient effects were reported. This device remains in service.